Manufacturer narrative:
The complete manufacturing and material records for the second valve perceval heart valve, model icv1210, s/n (B)(4), were also pulled and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. The gross examination was completed and results showed that the valve appeared to be in general good conditions. According to the current procedure at the time of release, the visual examination showed that there were no non conformities. No irregularities were found while performing the dimensional analysis of both valves. Based on the information that was provided, there was no device failure suspected or found during analysis. The event was a result of user technique during implantation where the device was malpositioned.

Manufacturer narrative:
The event related to the first valve used will be reported as a seperate event. (B)(4).

Event description:
The manufacturer was notified on (B)(6) 2016 of the following: the surgeon attempted to implant a perceval with the guidance of a proctor. The first valve that was used, deployed low in position due to excessive force. The first valve was removed, a second perceval 25/l was used was malpositioned and deployed supra-annularly. The second perceval valve was removed and a mosaic size 27mm valve was used instead.